Event description:
It was reported that the customer had a button error on her insulin pump. The customer's blood glucose level was 170 mg/dl. Customer stated that she was unable to rewind the insulin pump. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip and a missing end cap sticker were noted during the visual inspection. No button error alarms were noted. The insulin pump had no button response due to corroded keypad traces.